Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/11/2024, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion top jaw would not close all the way. This was discovered during a procedure, with no reported patient harm. Additional information was received on 12/26/2024: the case was completed with a non-arthrex product. No case delay was reported, and no adverse effects on the patient. This was discovered during a rotator cuff procedure on (B)(6)2024.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-13999mf fastpass scorpion batch number: 15313157 was received for investigation. Visual evaluation of the device noted that the ar-13999mf fastpass scorpion jaw would not close completely as intended. This is a known internal manufacturing issue addressed by ncr-28217. Refer to record cross reference.